Event description:
It was reported that the reservoir leaked. The blood glucose reading is 371 mg/dl. Customer treated with insulin pump. Customer unable to locate the source of the leak. Nothing further reported.

Manufacturer narrative:
Inspected two opened or used reservoirs. Performed leak test and both reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.